Event description:
The customer reported that the system's images would flash and then display a blank white circle. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm cable was replaced. No further repair info is available.